Event description:
It was reported that the patient presented to in clinic follow up with discomfort. The left ventricular lead was delivering unintended extra-cardiac stimulation. The lead was deactivated. The patient was stable.